Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that initially after implant, the patient had some elevated pump powers of 10-12 watts. The patient¿s lactate dehydrogenase (ldh) level was 524 u/l and the left ventricular end diastolic diameter (lvedd) was 5.4 cm. The patient was started on persantine. Upon discharge on (B)(6) 2015, the persantine was discontinued and the patient¿s ldh was in the 300¿s u/l. The persantine was later restarted when the ldh was 542 u/l. On (B)(6) 2015 the pump powers were 6-7 watts. On (B)(6) 2015 the patient presented to the emergency room with dizziness, a fluttering feeling/palpitations, and arrhythmias. The physician thought the patient¿s symptoms were related to lisinopril. The patient continued to experience dizziness and a feeling like his ¿heart is racing¿. A CT scan on (B)(6) 2015 showed the inflow cannula looked good with no evidence of a kink. The patient¿s lvedd was 7.0 cm on (B)(6) 2015. An implantable cardioverter-defibrillator (ICD) was implanted on (B)(6) 2015. On (B)(6) 2015 during a clinic visit, the patient complained of continued dizziness. He was admitted to the hospital and started on heparin. The international normalized ratio was 2.5. The pump power was 11.8 watts. On (B)(6) 2015 the patient's ldh level was 1269 u/l and the brain natriuretic peptide was 68 pg/ml. Computed tomography showed the outflow graft was in a good position and was patent, and the inflow cannula looked to be slightly against the lateral wall. An echocardiogram showed the septum was midline and the aortic valve was opening until the pump speed was increased to 10,000rpm. The lvedd only changed from 6.8 to 6.7cm. A pump exchange was being considered. Additionally, the patient had six episodes of ventricular tachycardia, up to a rate of 165bpm. The patient¿s ICD settings were changed to a heart rate of 150bpm for close monitoring. The patient was placed on an integrilin infusion. On (B)(6) 2015 information was received that the patient was stable but still hospitalized. The patient's lactate dehydrogenase was stable. The patient is still in the hospital due to continued ventricular tachycardia. No additional information was provided.

Manufacturer narrative:
The patient subsequently received a heart transplant (reported under medwatch MFR# 2916596-2015-00903). The returned device investigation was reported under that MFR# and is repeated below: device evaluation: the device was returned on 06/09/2015. The report of suspected thrombus could not be confirmed and no device-related issues were identified through the evaluation of the returned lvad pump. Additionally, a root cause for the grinding felt by the patient, as well as the report of elevated lactate dehydrogenase, could not conclusively be determined. The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing and the distal portion of the driveline was also returned. The inlet tube and the proximal half of the inlet conduit flex section were returned detached from the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Analysis of the log file provided by the account confirmed the report of several pulsatility index (pi) events. However, a root cause for these pi events could not conclusively be determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 74 days. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.